Event description:
A physician reported during an intraocular lens implant procedure, the surgeon noticed 3 score marks through the center of the optic. The surgeon explanted the lens without issue in the same procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).